Manufacturer narrative:
Correction is being made to previously submitted d9 - date returned to mfg. The date was inadvertently omitted. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the definitive root cause of the reported event/malfunction could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the surgical scope displayed no image. The issue occurred during an unspecified therapeutic procedure which was completed using a similar device. There were no reports of patient harm.